Manufacturer narrative:
Updated information: d3 MFR fax number added. D9 device return date added.

Event description:
It was reported that an automated impella controller would not power on. The power supply was replaced which resolved the issue. Additionally, a battery failure alarm occurred. The battery was replaced to resolve the issue. The device's optical values did not meet the required value. The optical bench assembly was replaced.

Manufacturer narrative:
Patient use was not reported. Section a was left blank. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.